Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose . Customer blood glucose was 550 mg/dl. Customer was treated with insulin pump. Customer also stated that the insulin pump had insulin flow blocked alarm, as the alarm was resolved by complete set change. The insulin pump will not be return for further analysis.